Event description:
Customer report pump alarms as soon as turned on and unable to press anything for further functions (continuous alarm). More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. The reported device was not returned to france for investigation as repairs were carried out locally. During external inspection, it was found that the battery was depleted. No tests were carried out during investigation as the device could not be switched on. To solve the reported issue, the battery pack was replaced. The pump was repaired and performed the pm and passed the quality control tests. It was therefore released for use. The reported issue was confirmed and linked to usability. Note : battery performance can be affected by long storage, deep discharge or high frequency of use on affected battery. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.